Event description:
It was reported that intermittent unspecified malfunction alarms occurred. The customer¿s blood glucose (bg) was over 530 mg/dl. Bg level was corrected with a manual injection of insulin and a bolus via the pump. The customer reverted to an alternate method of insulin therapy.